Event description:
It was reported to philips that the host pc failed to boot, preventing x-ray discharge on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service cleaned the host pc and replaced the bios battery; the system was observed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).